Manufacturer narrative:
(B)(4).

Event description:
The patient was seen in follow up due to eri. Premature battery depletion is suspected. Review of session records noted the device is showing no capacitor maintenance charges, there is a reset logged at every transmission, and no battery trend is available. The device was explanted and replaced. Patient is doing well.

Manufacturer narrative:
No conclusion code available. Review of the session records confirmed a drop in battery voltage due to a high current drain. The cause for the high current drain could not be confirmed during bench testing as the device behaved normally and no drop in battery voltage was observed during testing. During review, micro resets were noted resulting in the battery trend not being stored in the log. The cause for the micro resets was an anomalous integrated circuit and is not related to the report of early battery depletion.